Event description:
In 2008, the pt reported that her "blood sugar shot through the roof" a couple of times "because there was air in the cartridge and tubing." She does not recall the dates of the incidents, but stated it happened "periodically." She stated that her blood glucose elevated to over 300 mg/dl and she "wound up in the hosp once" approx 2 yrs ago (details not provided). She stated that she is a brittle diabetic and her physician did not advise her of a target blood glucose range. The pt is blind and has someone pre-fill her insulin cartridges for her. Her blood glucose at the time of the report measured 140 mg/dl. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.